Event description:
In 2008, the sales rep reported that the driver was bent and would not load the screws. Add'l info received on 13 mar 2008 via telephone, the sales rep reported that during an inspection of the kit, it was noticed that the prongs of the driver looked bent and it would not hold the screw. The event was associated with pt contact. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.